Event description:
It was reported that the patient was experiencing a shocking or jolting sensation, starting last night at 10:00 or 9:30. The patient turned stim off and the shocking went away. The patient had no falls or traumas. The patient got a migraine from the shocking. The patient had an appointment scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v792970, implanted: (B)(6) 2011, product type: lead. (B)(4).